Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 5ml ll euro 125 s/c the barrel was cracked. The following information was provided by the initial reporter: fault; crack in barrel of syringe, the device has been quarantined should you wish to have it back for investigation. The device is filled with tryptone soya broth as it was to have been used for a validation process. Non-hazardous.

Event description:
It was reported while using bd syringe 5ml ll euro 125 s/c the barrel was cracked. The following information was provided by the initial reporter: fault; crack in barrel of syringe, the device has been quarantined should you wish to have it back for investigation. The device is filled with tryptone soya broth as it was to have been used for a validation process. Non-hazardous.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 16-may-2022 h.6. Investigation: a device history review was conducted for lot number 1126707. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was returned to our facility to aid in our investigation. Our engineers noted that the barrel of the syringe had experienced a smudging of the volumetric markings and suffered damage on and just below the flange. Potential root cause for the barrel damage and missing print defects is associated with the marking process. It is likely a jam at the marker infeed led to the damaged part being introduced to the printing process, turns to the lack of print via an improper presentation to the printing pad. H3 other text : see h.10.